Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced an elevated blood glucose level. The customer declined to provide the exact value or further information. The customer declined troubleshooting with tandem technical support.